Manufacturer narrative:
This issue is being reported in an abundance of caution due to the caster breaking off at the threads resulting in the user falling to the floor with no injury sustained. The picture provided confirmed the caster was broken off at the threaded portion. Multiple attempts were made to obtain additional information regarding this issue with limited success. A voicemail was received from the reporter stating they were unable to provide any additional information or assistance aside from some vague details. A return of the device couldn¿t be requested due to insufficient response from the reporter. This device was manufactured by invacare invamex and was roughly 1 year old at the time of this issue. However, the reporter indicated the device was received in april of 2024. Based on the limited information available its unclear how the damage occurred and whether it was due to a possible malfunction, user abuse, or physical damage. The underlying cause couldn¿t be determined.

Event description:
The reporter stated the patient lift was received from amazon in april and the screw broke in half where the front left caster attaches. They stated the user was being lifted out of the bed when the caster broke off and they landed on the floor with no injury.